Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the previously submitted report. Corrected fields: h3, h6 (investigation conclusions). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation a root cause could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had metal part that did not hold, a problem with the rigid endoscopic connection. There were no reports of patient harm.